Event description:
The customer reported the system would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ps1 and ps2 power supplies. The system operates as intended.